Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump malfunctioned again leading to complications due to which they were hospitalized again on unknown date. Customer stated that the insulin pump had a failed to deliver the appropriate amount of insulin. Customer reported that the retainer ring and locking mechanism were defective. Customer stated that the under delivery of insulin led to the customer experiencing hypoglycemic event resulting in them falling and hitting her head. Insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. Harm code of diabetes ketoacidosis, fall, vomiting and abdominal cramps has been updated in section h6 with this report.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on (B)(6), 2021. Attorney reporter alleges that in (B)(6) 2017, insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from hypoglycemia and to fall and hit their head, resulting in a laceration of head, which required emergency medical treatment. In or around (B)(6)2019, insulin pump again malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from vomiting , abdominal pain, diabetic ketoacidosis, coronary artery disease, acute kidney injury, and metabolic encephalopathy, which required emergency medical treatment and hospitalization for six days. Medtronic minimed model 670g insulin pump over and under-delivered insulin, was replaced by defendants after (B)(6) 2019 hospitalization.